Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), and high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.